Event description:
It was reported that the catheter was placed into the right radial artery of a female patient in the intensive care unit. The patient had a whipple procedure due to pancreatic cancer and was undergoing short term crrt. Within 2-3 hours after insertion, the catheter exhibited a dampened waveform reading and then ceased to function completely. As a result, the clinicians placed a new radial catheter in the patient's left arm. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned. Additional information: another product malfunction was reported with the second kit used on this patient. A separate report has been submitted for that event under MDR# 9680794-2015-00029.